Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ('bad itching') in an adult female patient who had essure (batch no. C59247, c51069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, grand multiparity, multiple caesarean sections, hypertension and diabetes. Concurrent conditions included cervicitis, adenomyosis, menometrorrhagia, dysmenorrhea, mixed incontinence and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), pain ("whole body hurts") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pruritus, pain and alopecia outcome was unknown. The reporter considered alopecia, pain and pruritus to be related to essure. The reporter commented: trailing coils: left: 2-3 coils right: 2-3 coils other findings during the hysteroscopy are noted here: iud left in place diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were reported via social media- hair loss, pruritus quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Lot number, reporters information and medical history were added. Case became serious incident as removal was done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.